Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5077269). Checked conformity of DHR. We asked for further information and for availability of the device to our distributor. Should the pump be available for investigation, a follow-up report will be sent once the pump will be returned and evaluated. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5077269) of which we had not been made previously aware. Event description: "(B)(4) from patient reporting a pump problem. Pump was in use as usual when error screen said there was occlusion. I explained that she should disconnect and reconnect, but she stated she undid all the parts and even removed and reinserted battery and it still said occlusion. When she switched to her other pump, it worked perfectly fine. Told patient we can replace pump (s/n (B)(4)). Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah."